Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The high blood glucose (bg) with a current value of 549 mg/dl after starting to use a newly programmed replacement pump. The event involved product(s) mmt-1884, unomedical,mmt-332a. The high bg began within 48 hours of using the new pump and persisted for more than four hours. The customer has type 1 diabetes and treated the high bg by administering a manual bolus from the pump. The customer felt okay to troubleshoot and was advised to continue monitoring. Customer was using the insulin pump system within 48hrs of reported event. Customer was using the auto mode/smartguard feature at the time of the event.no further patient complications were reported. Mmt-1884, unomedical,mmt-332a were not expected to return.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.